Event description:
It was reported that the user experienced a low blood glucose event and also reported not receiving circle app alerts, which they believed was due to following themselves in the app; troubleshooting included removing themselves from the circle and reinviting themselves to restore notifications. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates with return to a normal blood glucose range and no hospitalization. Investigation included customer support troubleshooting and user education regarding app configuration. Investigation of this case revealed that the cause of the missed alert was undetermined and that the device and app functionality could not be confirmed as defective based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.